Manufacturer narrative:
Upon investigation, it was found that a battery was installed backwards in the battery compartment. Additional testing confirmed that batteries may leak when the battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On 06/12/2017 to report an incident of leaking battery fluid from damaged batteries inside the battery compartment of the purely yours breast pump she was using on (B)(6) 2017. She reports the ac adapter stopped functioning and this was the first time using batteries to power on her pump. She states hearing a strange sound from inside the base, turned the pump off and looked inside the battery compartment finding leaking gray fluid from battery damage. Customer reports no contact with the fluid therefore no injury or burn was sustained.